Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion or prying and leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt, with deploying suture, experienced a malfunction during use. During the procedure on (B)(6) 2025, perforations were made in the femur, and the sutures of the tenosuspension system were passed through. The plate successfully crossed both cortices and was attached to the lateral cortex of the femoral condyle. The white sutures were then pulled to raise the graft and locked once the desired position was reached to ensure fixation. After tibial fixation with a screw, the specialist performed knee flexion and extension maneuvers and readjusted the suspension system sutures. Upon intra-articular verification, it was observed that the loop holding the graft and connecting to the plate was frayed or fractured, preventing the implant from functioning properly. This issue caused a delay in the case. The sutures were successfully retrieved from the system; however, the plate remained implanted at the physician¿s discretion. Primary fixation was achieved using sutures, and additional fixation was completed with an ar-4020p-10 fastthread peek interference screw with disposable sheath (10x20 mm). An arthrotomy was required to safely complete the graft reconstruction. The patient¿s bone quality was assessed as normal. Additional information was received on 11/20/2025. During a knee arthroscopy acl reconstruction procedure on (B)(6) 2025, the loop holding the graft and connected to the cortical button of the ar-1588rt-2j tightrope ii rt device became suddenly frayed. The fraying appeared to result from unexpected wear during the procedure. The cortical button remained in place, and the frayed sutures were retrieved. This issue resulted in approximately 30 minutes of surgical delay, but no additional anesthesia was required. The surgeon modified the fixation technique. Primary fixation was achieved using sutures, and additional fixation was completed using ar-4020p-10 fastthread peek interference screw with disposable sheath (10x20 mm), lot 15422906, and ar-4030p-11 fastthread peek interference screw (11x30 mm), lot 15166453. No specific details were provided regarding bone preparation. It is unknown whether this deviation impacted the patient¿s quality of life. No photos were provided, and no adverse effects were reported during the event.